Event description:
Same case as 2134265-2015-04018 and 2134265-2015-04124. It was reported that automatic pullback failure has occurred. An ilab imaging system was selected in conjunction with an unknown catheter and an unknown sled to treat an unknown target lesion. During the procedure, pullback was performed on the 1st run, however automatic pullback failure had occurred. On the 2nd run the motor drive unit 5 plus started then stopped doing pullback. The procedure was finished manually. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years old or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).